Manufacturer narrative:
The affected power cord was returned and evaluated. It was found that the side of the power cord wall adapter cube containing prongs was separated from the rest of the wall adapter cube and separated into two pieces. There was evidence of fracturing between the separated pieces of the wall adapter cube. A review of production records associated with the product found no likely contributing factors. The damaged power cord will be returned to the original supplier for further investigation into likely root cause.

Event description:
Patient contacted customer support to allege that the power cord for their biotel blood glucose meter was damaged. The patient alleged that the prongs separated from the power cord wall adapter as it was being removed from a wall outlet. There was no allegation of injury, and no medical attention was sought.

Manufacturer narrative:
The affected power cord was returned and evaluated. It was found that the side of the power cord wall adapter cube containing prongs was separated from the rest of the wall adapter cube and separated into two pieces. There was evidence of fracturing between the separated pieces of the wall adapter cube. A review of production records associated with the product found no likely contributing factors. The damaged power cord was returned to the original supplier for further investigation. Supplier investigation concluded that the charger damage was likely the result of degradation from material aging, repeated expansion and contraction fluctuations in temperature while charging, and possible misuse such as dropping the charger.